Event description:
Per the clinic, the patient experienced an infection at the abutment site that was treated with oral antibiotics. The abutment was removed under a general anaesthetic. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on july 22, 2022.